Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up and down arrow keypad buttons were sticking, required multiple presses with additional force for a response and were intermittently unresponsive when pressed. The patient denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button emblem was found to be worn but the keypad rubber was found to be intact. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.